Manufacturer narrative:
Per tandem user guide: do not ignore symptoms of high and low glucose. Per tandem user guide: check your pump regularly for potential alarm conditions that may display. It is important to be aware of conditions that may affect insulin delivery and require your attention so you can respond as soon as possible. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 450 mg/dl with moderate ketones; subsequently, the customer went to the emergency room and was hospitalized. Bg was treated with insulin pens at the hospital which resolved the issue. Reportedly, the customer remains at the hospital with no permanent damage. During troubleshooting of the pump, the pump history was checked and it was observed that the customer ignored several alarms pertaining to low insulin, empty cartridge, and high bgs. The customer running out of insulin and not addressing that event was the suspected cause of the adverse event. The customer's healthcare provider was advised to speak with customer regarding the importance of addressing a high bg in a timely manner and not ignoring pump alerts and alarms. Further follow up for customer's release date and condition was declined by the customer's healthcare provider no additional information was provided.